Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during delivery of the onyx frontier stent to a lesion in the left main and circumflex arteries at the ostium and proximal locations, the stent became dislodged while passing through the struts of another previously-deployed stent in the plad and left main artery. The dislodged stent was not removed and remains in the patient. The device was inspected prior to use with noissues found, and the lesion was pre-dilated. Negative prep was not performed.  Resistance was encountered during advancement, but no excessive force was used. The device did pass through a previously-deployed stent. The stent was slowly inflated because a wire remained in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the onyx frontier stent was not implanted at the exact intended location. Annex d and e codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the previously deployed stent was not damaged. The device was implanted/expanded. The onyx frontier delivery system was used to impl ant the device. Correction: -annex d code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.